Event description:
It was reported that a patient experienced hypotension and a cardiac arrest. After a pulsed field ablation (pfa) procedure with a farawave catheter, the patient was in the post anesthesia care unit (pacu) and it was reported that the patient became hypotensive. A transesophageal echocardiogram (tee) was performed and found that the left ventricle was not functioning, no effusion was found. The patient coded but survived and remained in the intensive care unit (ICU). The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.